Event description:
Customer reported receiving imprecise meter readings on their freestyle freedom meter and stated they had (2) events of losing consciousness while at home. They reported readings of 99 mg/dl, 98 mg/dl, 147 mg/dl, 67 mg/dl, 66 mg/dl, 105 mg/dl, 104 mg/dl, 195 mg/dl, 88 mg/dl, and 166 mg/dl. All readings fell within the "b" zone on the parkes error grid, showing the difference in values are not considered clinically significant. During the first event reported, paramedics were called, treated the customer with glucogon injection on scene and transported customer to a local hospital. He was diagnosed with hypoglycemia and treated with food/drink at the hospital. On the second event reported, customer was given icing and soda by his daughter to wake him up. There was no report of death or permanent impairment associated with these events.

Manufacturer narrative:
The product has been requested for investigation and a final report will be submitted when the investigation is completed.